Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type catheter; product ID 8703w, lot # l46691, implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information received reported the patient was "doing fine."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, when the manufacturer representative arrived for a pump replacement and possible catheter replacement on the date of this report, the managing healthcare provider (hcp) did not believe there was a problem but wanted the catheter checked for patency. The patient said that he really didn¿t think the pump had been effective since the previous pump and catheter replacement 5 years prior to this report. The last several times the pump was refilled, the actual reservoir volume was about 5ml greater than the expected volume. There was also fluid in the pump pocket the last several times the pump was refilled. Before the refill, the pocket had to be aspirated. The aspirated fluid was sent for a culture and an infection was ruled out. The patient had an MRI and the catheter was in the intrathecal space. He had not had a dye study or any additional diagnostic tests. In the operating room (or ) on the date of this report, the pump pocket was opened and there was fluid in the pump pocket. It was not sent for analysis. A catheter was connected to the pump and there were no obvious breaks. The catheter could not be aspirated. The back incision was opened and the hcp found a cut off piece of catheter with its anchor and it apparently was in the intrathecal space. It was dripping what appeared to be cerebrospinal fluid (csf). No additional catheter was visible. The catheter connector was disconnected from the pump and the catheter was pulled back. The hcp pulled out an intact catheter. The catheter tip was intact. The hcp assumed that this was the catheter that was implanted 5 years prior. It was somewhere in the subcutaneous tissue along with the tunneled path. The piece of catheter still in the intrathecal space was probably the original catheter. If it had been tied off, the suture was no longer in place. The managing hcp was called, who reported that the patient went through what seemed to be baclofen withdrawal after the pump and catheter replacement 5 years prior to this report. At that time, he was treated with intravenous (IV) versed and his intrathecal baclofen dose was increased. Apparently, the patient recovered and a problem with the system was not suspected at this time. The intact migrated catheter and the pump were replaced. The old piece of catheter was left in the intrathecal space and tied off to prevent additional csf leakage. The patient¿s dose was lowered to 300mcg/day and he was admitted to the hospital for monitored observation on the night of this report. The device system was used to deliver baclofen 2000mcg/ml infusing at 1200 mcg/day. The final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report # 3004209178-2010-05255 for details regarding the pump and catheter replacement 5 years prior to this report.